Event description:
It was reported that during the preparation for implant, the guidewire was inserted into the lead and went through the lead insulation wall. The lead was not used. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the full lead was returned, analyzed and all insulators were perforated (stylet/guidewire). It was noted that the lead appeared damage at implant.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): no anomalies found; the full lead was returned and analyzed.